Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was not working properly. The reporter declined troubleshooting at the time of the initial call. This complaint is being reported based on the allegation of a non-specific pump malfunction. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).